Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-0011316. The previously reported capsular contracture grade unknown is being unreported because physician now reports capsular contracture grade ii which is not serious and not reportable.

Event description:
Patient reported "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade ii". This record is for the left side. Device has been explanted. Previously reported capsular contracture grade unknown (refer mrn 9617229-2024-0011316) is being unreported because physician now reports capsular contracture grade ii which is not serious and not reportable.